Event description:
Additional information was received. It was reported that the lead was explanted/replaced on (B)(6) 2025 and the device disposition was unknown. The event resulted in an unscheduled clinic or office visit. The event was resolved without sequelae (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that no actions have been taken, this event is ongoing as of (B)(6) 2025. The patient has been listed for re-positioning of the lead and educated on activities after the procedure to prevent this happening again, but the lead has not been repositioned. Implant date confirmed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date; explant date g2: the country of the event is gb. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient attended activation visit and staff were unable to get coverage where they needed to. An x-ray was done and this showed the lead had migrated. On questioning it was found the patient has been fairly active since his procedure. He has been listed for re-positioning of the lead and educated on activities after the procedure to prevent this happening again. The device diagnosis was lead migration/dislodgement. The diagnostic methods were imaging (x-ray, MRI, CT scan, etc) and the results were lead migration; the date of the test was (B)(6) 2025. The etiology was a causal relationship to the device or therapy and not related to the implant procedure; the related device was listed as the lead. The interventions were noted to be repositioning of the lead and the outcome was ongoing. The event resulted in an unscheduled clinic or office visit. The patient's age at consent was listed as 50.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that no action was taken. Follow up is being performed to obtain clarification if the lead was repositioned or not.